Event description:
The pt was receiving enoximone via syringe pump (50ml syringe at 5 ml/hr). After 4 hrs an occlusion occurred in the lumen. Streptokinase was infused to clear the occlusion. The infusion was restarted on the other catheter lumen, which also occluded. The catheter is reported to have ruptured when the occlusion was cleared. The catheter was removed.